Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a broken socket on the rear housing. Functional testing was not possible as the pump was continuously alarming error 1260. The cause of lec 1260 was unknown and the cause of the damaged housing was due to improper handling. The main board and housing we replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump connection doesn¿t work and the pump displays lec 1260+1261. The incident was observed during a functional test in the workshop. No further information is available.